Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample confirms the customer's reported event: yellowish substance on the distal end of the 27 gauge (ga) hydrodissection cannula was observed. Analysis of the canal of the cannula identified stainless steel within the canal of the cannula. The supplier manufacturer has been contacted about this quality issue. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula the root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. Quality engineering has notified the supplier of this complaint. The supplier has acknowledged the complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cannulas would not irrigate and were blocked with a substance before cataract with intraocular lens implant surgery. The surgery was performed by replacing the product with another one. There was no report of patient harm.